Event description:
During arthroscopic rotator cuff procedure, the handpiece suddently stopped actuating and error message 03 was displayed. Handpiece was changed to a ep-1 mdu, which did not run either; displayed error message 03. The procedure was changed to an 'open' procedure. There was a 15-minute delay reported in the case.